Event description:
It was reported that air was throughout the entire length of tubing which seemed to originate from the filter. No air reached the pt.

Manufacturer narrative:
The device was not returned to the MFR for evauation. We are unable to determine the cause for the reported complaint without the actual device used in the incident. The MFR will continue to monitor customer complaints with regard to this issue. The MFR requested pt info, but hosp could not provide it. This report was filled out by the MFR. Corrections made to the user facility's voluntary medwatch section d-9.